Event description:
Facility alleges that two dialyzers from the same lot number and case developed leaks shortly after dialysis was initiated. The two leaks occurred with the same pt on the same day. Estimated blood loss was reported as 400-500 cc. Both dialyzers and the remainder of the case are being held at the facility.